Event description:
I opened and handed a spiderfx embolic protection device during a stroke case as per dr [redacted]. Once he took the device out of the hoop and he realized that the basket distally didn't expand fully and asked for a second one. Manufacturer response for brand/product: spiderfx embolic protection device, spiderfx embolic protection device (per site reporter).